Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ diffuse cto lesion. Failure to follow instructions ¿ (force used). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ diffuse cto lesion. Inherent risk of procedure ¿ (failure to deliver and stent deformation). User error contributed to event- (force used). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a diffuse cto lesion in the rca but resistance was noted, force was used and the device was removed. Deformation was noted to stent. Another drug-eluting stent was deployed. No clinical sequelae were reported. Evaluation summary: there was initial mandrel movement. A number of struts on the 15th proximal stent segment were raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).